Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Subsequently, the patient underwent a revision procedure and the right ventricular (rv) lead was capped and abandoned and the ICD was removed. The patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.